Event description:
It was reported during drilling of acetabular screw, the shaft broke free of the drill head. No issues with the case, the shaft broke during final drill depth and the screw was implanted with no time interruptions. No additional information.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. One flexible silicone drill driver was returned and evaluated. Upon visual inspection the head of the device had fractured from the shaft. There is no visible damage besides the fracture site. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.